Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Two field service engineers were present for two cases at (B)(6) hospital ¿ in (B)(6). They noticed that the handle/ratchet device on the head holder needed to be replaced. The user can still tighten the device but the ratchet handle/spring needs to be replaced.

Manufacturer narrative:
It was reported that the ratcheting handle of the mayfield head holder could still be tightened but the ratchet handle/spring needed to be replaced. The mayfield head holder mt-02-268 s17007 was returned at manufacturing site for investigation purposes. Visual inspection showed that one piece of the ratcheting handle was missing. This part is a cap that is screwed to the upper part of the handle and plays a role in the ratcheting function of the handle. Functional analysis showed that the mayfield head holder was still functional - as stated in the complaint description - but was more difficult to handle than when the cap is screwed. However, the root cause of the missing cap cannot be determined. Corrected data: b4 date of this report, d9 device availability, g4 date received by manufacturer , h2 if follow-up, what type , h3 device evaluated by manufacturer & h6 event problem and evaluation codes.

Event description:
Two field service engineers were present for two cases at (B)(6) hospital ¿ in stanford, ca. They noticed that the handle/ratchet device on the head holder needed to be replaced. The user can still tighten the device but the ratchet handle/spring needs to be replaced.